Event description:
Customer alleged that pump did not pass flow accuracy test. It under infused by 7.9% based on a rate of 125 ml/hr. There was no dosage provided.

Manufacturer narrative:
Volumetric accuracy tests were performed and found that pump delivered within +/-5% specification. Complaint could not be duplicated.